Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not cut during the vitrectomy surgery. The surgery was completed on the same day, intially tried replacing the package with the same lot number it still did not cut. The issue resolved after replacing another lot number. There was no patient impact.